Manufacturer narrative:
Patient weight and ethnicity: unknown as information was not provided. Date implanted: not applicable, as the iol was removed/replaced during the same procedure. Date explanted: not applicable, as the iol was removed/replaced during the same procedure. The device was not returned for analysis as the product was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the doctor had planned to suture in the intraocular lens (iol), while trying to maneuver the haptics exactly where he needed it, a haptic broke. Doctor removed the lens and haptic from the patient's ocular dexter (right eye) and decided to place a non-johnson & johnson surgical vision anterior lens because he did not want to chance an injury by placing another 3-piece lens. The patient did well with the surgery and no complications were reported. The surgery went as planned thereafter and the patient is doing well. The lens was discarded and is not being returned. Additional information was received confirming no patient injury. Through follow-up, additional information was received confirming the iol was fully inserted when the haptic broke, but the doctor was able to remove all the pieces. There was no unplanned incision enlargement. Since it was a retina case, they were already doing a vitrectomy, but didn¿t have to do anything extra due to the broken haptic. No further information is available.